Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with eleven (11) sterile non-event units. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as no damages or nonconformances were observed and the event unit passed all relevant testing. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred.

Event description:
Procedure performed: lap chole. Event description: ca500 experienced inconsistent loading of clips into jaws. User would fire device, and no clip would load into the jaws. Clip would successfully fire intermittently. Another ca500 was used to complete the case. No patient injury occurred. Product is available for return. The hospital is now requesting to return additional units as they do not feel confident using the ca500 at this time. 11 sterile units have been added as returning. Patient status: no patient injury occurred. Intervention: a new ca500 was opened to complete the case.

Event description:
Procedure performed: lap chole event description: ca500 experienced inconsistent loading of clips into jaws. User would fire device, and no clip would load into the jaws. Clip would successfully fire intermittently. Another ca500 was used to complete the case. No patient injury occurred. Product is available for return. Patient status: no patient injury occurred. Intervention: a new ca500 was opened to complete the case.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.